Event description:
While advancing the bur, dr. Had a good hold on the distal end of the wire because it kept trying to jump forward. After a quick single pass they proceeded to dino glide roto out which is where the wire ended up getting stuck in bur, pulling out the wire and system. Placed a new wire. Has been reported to supplier.